Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated: pt info, date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, additional MFR narrative. (B)(4) the harvesting tool was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection of the harvesting tool determined that the heater wire was flexed away from the hot jaw and was detached at the tip of the jaw. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. Based on the return condition of the device, the complaint was confirmed for "heater wire- bent". Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 wires separated from the jaws. A replacement device was used to complete the procedure. The hospital did not report any patient effects.